Manufacturer narrative:
Additional information was received that the patients charge time has returned to normal and the ipg was not revised. The patient underwent a lead replacement procedure due to lead migration. No device malfunction was suspected.

Event description:
A report was received that the patients ipg was taking longer to charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patients ipg was taking longer to charge. The patient will undergo a revision procedure.